Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. The patient was struggling to breath and vomiting. The cgm was low and the bg was high, over 600 mg/dl. Per follow up by medical safety on (B)(6) 2024, it was clarified the patient uses a tandem pump in control iq. She took insulin via the pump and went to the hcp for a regularly scheduled appointment. She was prescribed anti-nausea medication and potassium. At the time of the report, the patient was okay. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.